Event description:
Product analysis was completed for the explanted generator and lead. Generator analysis showed that there were performance, or any other type of adverse condition found with the pulse generator. A review of the 25% change in impedance history showed that the impedance first became high on (B)(6) 2019. Lead analysis confirmed the presence of a lead fracture. Scanning electron microscopy at the coil break location showed pitting on the coil surface. No further anomalies were noted apart from the pitting and coil break. No additional relevant information has been received to date.

Event description:
The patient was referred for prophylactic generator replacement. On the date of surgery, high impedance was observed, so the patient underwent full revision. The explanted generator and suspect lead were received by the manufacturer. Product analysis has not been completed and approved to date. No additional information has been received to date.